Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will eval it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Daughter called alleging low readings on her mother's meter. Daughter reported blood glucose results of 131 mg/dl with a lifescan meter and 184 mg/dl on a laboratory device, performed within 11-20 mins of each other. Between tests, there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. Daughter mentioned that her mother had a stroke last mo, which was not related to the meter readings. Test strips were in good condition and not expired.